Event description:
The cell-dyn emerald analyzer is generating falsely decreased hemoglobin (hgb) and hematocrit (hct) results on a patient sample. Results provided = hgb 6.7g/dl / hct 20.4%. The patient was sent to another hospital where they were redrawn and retested. Results generated at the hospital on this patient were: hgb 14.4g/dl / hct 42.1%. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Low test results; no consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A product evaluation was performed. A review of complaint tickets where the cell-dyn emerald was the likely cause was performed with no additional complaints found. A review of the cell-dyn emerald operator's manual (9213300g, august 2012) addresses various actions the customer should take when patient results are suspect. The customer is directed to confirm instrument performance by running controls. If imprecise or inaccurate rbc, hgb, or hct results are observed, the customer is directed to perform various corrective actions. Results obtained from the system should be used with other clinical data and other diagnostic procedures. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Field service was requested for this complaint and the following parts were replaced: the electrovalve 2-2 (part number 8701686201), the rbc counting head (part number 8701687701, and tubing 10 (part number 8701681201). Based on the event details and investigation, no product deficiency was identified with the cell-dyn emerald instrument, serial number (B)(4).